Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the patient's vascular surgical procedure, during puncture, when the physician was removing the wire guide, the connector of one lumen broke free. As a result, the physician used another of the same device to successfully finish the procedure. No adverse effects to the patient have been reported as occurring as a result of this incident and no section of the device remained inside the patient¿s body.